Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the femoral artery. The iab could not be inserted through the sheath and as a result, the md requested another iab-05840-lws. This iab inserted through the existing sheath and pt is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.